Event description:
It was reported that the hematology/oncology unit nurse was called to the adult patient's room for a reported leak during a primary infusion of normal saline. Upon assessment the nurse found that the tubing set had cracked and leaked near the male luer lock during patient use. The customer further stated that there were no adverse effects caused to the patient from the event.

Manufacturer narrative:
The customer¿s report that the tubing set had cracked and leaked near the male luer lock was confirmed. Visual inspection of the male luer lock noted the luer tip was broken off. Further inspection of the broken luer tip area under magnification observed whitish colored stress markings on one side. Functional testing was deemed unnecessary due to the obvious damage. The cause of the leak was due to the broken male luer lock tip. The root cause of the noted damage was not identified.

Manufacturer narrative:
Concomitant medical product: male luer cap, therapy date: (B)(6) 2019. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Patient age and dob requested but not provided, however the customer stated that the patient was an adult.

Event description:
It was reported that the hematology/oncology unit nurse was called to the adult patient's room for a reported leak during a primary infusion of normal saline. Upon assessment the nurse found that the tubing set had cracked and leaked near the male luer lock during patient use. The customer further stated that there were no adverse effects caused to the patient from the event.